Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead triggered an alert when the rv defibrillation coil impedance exceeded the programmed upper alert threshold. Lead testing was completed and no noise or oversensing was noted with the movements and testing activities. The option of adjusting the upper alert level was discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.